Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (300 mg/dl) the customer took a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts) the customer noted air bubbles in the tubing. The customer expel the air bubbles by performing fill tubing.